Event description:
It was reported that a balloon rupture occurred and was removed using unconventional methods. The target lesion was located in the fistula vein of the forearm. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon ruptured at 18 atmospheres. Consequently, unconventional methods were used to remove the device. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the 1.1mm vessel diameter target lesion was non-calcified, and a u-shaped access was established using the puncture needle to remove the device. Furthermore, the balloon did not separate when it burst.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. E1 - (B)(6).

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. E1 - (B)(6).

Event description:
It was reported that a balloon rupture occurred and was removed using unconventional methods. The target lesion was located in the fistula vein of the forearm. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon ruptured at 18 atmospheres. Consequently, unconventional methods were used to remove the device. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the 1.1mm vessel diameter target lesion was non-calcified, and a u-shaped access was established using the puncture needle to remove the device. Furthermore, the balloon did not separate when it burst. It was further reported that the balloon had transversal rupture and could not be removed via conventional method, and it was noted that there was no difficulty withdrawing the balloon.

Manufacturer narrative:
E1 - initial reporter address 1 and phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred and was removed using unconventional methods. The target lesion was located in the fistula vein of the forearm. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon ruptured at 18 atmospheres. Consequently, unconventional methods were used to remove the device. The procedure was completed with another of the same device. There were no patient complications as a result of this event.